Event description:
It was reported that this artificial urinary sphincter (aus) exhibited inflation issues. The device was explanted and replaced. No patient complications were reported.

Manufacturer narrative:
Estimated as first date of month of explant.